Manufacturer narrative:
A sample product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There no other complaints in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that approximately 4 months after an intraocular lens (iol) was implanted, it was exchanged for another lens due to blurry vision. Additional information was requested.